Event description:
It was reported that the patient presented with limited improvement and progression of back pain as well as some new onset right thigh numbness and pain. (B)(6) 2007- patient presented with c/o back pain, right thigh numbness and bilateral leg weakness. Pt found to have pseudoarthrosis at l3 to l4 as well as degeneration of t12 to l3. Pt admitted for t10 to l5 decompression and fusion with instrumentation (B)(6) 2007: operation performed: exploration of fusion l3-l5, take down of pseudoarthrosis l3-l5, removal of hardware l3-l5, revision decompression l1-l5, l3-l5 posterior interbody fusion with interbody cages and bmp-2, t-10-l5 posterolateral fusion with demineralized bone matrix, bmp-2 and bmp-7, and c-spine pedicle screw (B)(6) 2007-two weeks post op; feeling more stable (B)(6) 2007-¿it is likely that the pt had a stable pseudoarthrosis until the time of his car accident, which may have set off his symtpoms. He had made an excellent recovery,¿ (B)(6) 2008-still having myofascial symptoms; pain much improved, no radicular symptoms; pain management (B)(6) 2010-lucency about the pedicle screws at the l5 level which probably represents loosening.

Manufacturer narrative:
(B)(4).